Event description:
It was reported that pump touchscreen was less responsive. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from Technical Support and proceeded with process for renewal pump, and no additional information was received regarding further actions or outcomes.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 12 Pro / 2.9.1 / iOS_16.4.1.